Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reading inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call from medical surveillance (ms). The patient could not specify when the meter inaccuracy occurred but stated that the subject meter was reading ¿30 to 35 points higher¿ than results obtained on a doctor¿s meter (unknown brand), performed within 30 minutes of each other. The patient manages his diabetes with metformin pills (4 daily) and took one extra metformin pill in response to the alleged issue. The patient claimed that as a result of the allegedly inaccurate result he developed a symptom of feeling ¿shaky¿ and self-treated by eating fruit, but could not specify when. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the patient followed the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred.